Event description:
It was reported that the customer was hospitalized for a broken leg. While the customer was in the hospital, she also was treated for high blood glucose. Troubleshooting was performed and the alarm history did not reveal any alarms. Ran a fixed prime test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.